Manufacturer narrative:
Philips service advised the customer to use a cable foot switch as a workaround and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the middle button on the wireless foot switch was not functioning on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.